Event description:
Rv lia triggered (B)(6) 2022, for hr-ns and sics. Many short intervals are related to double counting of fast wide complex ventricular rhythms. Non sustained episodes have a few beats of apparent oversensing unrelated to physiologic activity. Some double counting of wide complex arrhythmias were noted on the stored episodes from (B)(6) 2022. 86 v-vs since (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).